Manufacturer narrative:
(B)(4). Additional information received that there was no oxygen (o2) sensor calibration error; incorrect information provided by customer. This is no longer considered a reportable event.

Manufacturer narrative:
(B)(4). Name not provided, although requested.

Event description:
It was reported that for an 840 ventilator the oxygen (o2) sensor failed calibration. The ventilator was not in use on a patient at the time the event occurred.